Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 2 years. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient observed lactate dehydrogenase (ldh) increase to three times the upper limit of normal (uln) and free hemoglobin 60 mg/dl with concomitant elevation of bilirubin to 6.1 mg/dl. No additional information was provided.